Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse), the analyzer (alinity I sn (B)(6) ) was inspected and the main power supply was replaced by the fse which resolved the issue. A review of the service history for alinity I sn (B)(6) analyzer revealed no additional issues were reported. A review of tracking and trending did not identify any trends for the alinity I or the alinity I power supply. Labeling was reviewed and contains adequate information on troubleshooting, removal/replacement of the part, electrical hazards, and electrical safety. There was no fire damage observed. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Based on the investigation, no systemic issue or product deficiency was identified.

Event description:
The customer heard a loud bang and observed smoke emanating from the back of the alinity I analyzer. The breaker switch was powered off by the customer. No reported impact to patient management or user safety was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.